Event description:
***This file was re-opened on 28-aug-2020 to remove the reference to 'kink below sheath extender' from the 'root cause review' section of the investigation as (B)(4) was raised for this. Please refer to the additional mfg narrative-notes section of this report for the updated investigation.***

Manufacturer narrative:
K142688 - 510 k # ***this file was re-opened on 28-aug-2020 to remove the reference to 'kink below sheath extender' from the 'root cause review' section of the investigation as pr 301055 was raised for this. Please see updates investigation below.*** device evaluation 2 units of unknown lot of echo-hd-25-c were returned opened not in their original packaging under pr (B)(4). It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr (B)(4). After the lab evaluation of the 2 devices another pr was opened specifically for the second device due to non-retraction of the needle having been observed. The new pr was pr 303812 which this file investigates. Lab evaluation the devices involved in these complaints were evaluated in the laboratory on (B)(6) 2020 and a further evaluation of the second device on (B)(6) 2020. The returned device lab findings and observations can be referred through the attached files. First device observations a proximal kink was observed below the sheath extender and another approx. 44.5cm below the sheath extender on the first device which will be investigated under pr (B)(4). The needle was able to be advanced but with force required. The stylet was not returned. Second device observations a proximal kink was observed below the sheath extender on the second device during the initial lab evaluation. The stylet was unable to be advanced or retracted. The needle was unable to be advanced or retracted and the sheath extender was unable to be fully retracted. As a result, a second pr (B)(4) was opened due to the non-retraction of the needle. Crumpling/kinking of the sheath/needle was observed when the sheath extender was removed during the lab re-evaluation of the second device on the (B)(6)2020. Document review including IFU review prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl the lot numbers of the reported 2 devices are unknown. However, it has been determined that they must be c1707764, c1713637 or c1721905. A review of the manufacturing records for echo-hd-25-c of lot numbers c1707764, c1713637 or c1721905 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the three potential lot numbers. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1707764, c1713637 or c1721905. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The japanese packaging insert (c-es1505y01) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive pressure and/or tortuous anatomy potentially causing the needle to kink within sheath extender handle. This would have led to the needle not able to advance/retract and the stylet insertion issue described in the complaint. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510k: k142688. Device evaluation: 2 units of unknown lot of echo-hd-25-c were returned opened not in their original packaging under (B)(4). It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). After the lab evaluation of the 2 devices another pr was opened specifically for the second device due to non-retraction of the needle having been observed. The new pr was (B)(4) which this file investigates. Lab evaluation: the devices involved in these complaints were evaluated in the laboratory on 02 july 2020 and a further evaluation of the second device on 09 july 2020. First device observations: a proximal kink was observed below the sheath extender and another approx. 44.5cm below the sheath extender on the first device which will be investigated under (B)(4). The needle was able to be advanced but with force required. The stylet was not returned. Second device observations: a proximal kink was observed below the sheath extender on the second device during the initial lab evaluation. The stylet was unable to be advanced or retracted. The needle was unable to be advanced or retracted and the sheath extender was unable to be fully retracted. As a result, a second (B)(4) was opened due to the non-retraction of the needle. Crumpling/kinking of the sheath/needle was observed when the sheath extender was removed during the lab re-evaluation of the second device on the 09 july 2020. Document review including IFU review: prior to distribution, all echo-hd-25-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). The lot numbers of the reported 2 devices are unknown. However, it has been determined that they must be c1707764, c1713637 or c1721905. A review of the manufacturing records for echo-hd-25-c of lot numbers c1707764, c1713637 or c1721905 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the three potential lot numbers. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1707764, c1713637 or c1721905. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The (B)(6) packaging insert (c-es1505y01) supplied with the device complies with (B)(4) law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive pressure and/or tortuous anatomy potentially causing the needle to kink within sheath extender handle and possibly leading to the kink below the sheath extender. This would have led to the needle not able to advance/retract and the stylet insertion issue described in the complaint. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file is created to capture the 'non retraction' of the second needle mentioned above which was observed in the lab evaluation conducted on 02 jul 2020 of (B)(4). The sheath was bent, so the needle could not be used. [Update on june 1st based on the information provided by the rep on the same day]. This device was used for eus-fna. After advancing the needle into the lesion at the first time, the physician attempted to insert the stylet as to expel specimen. However, he could not insert the stylet into the device due to resistance. Then, he used another echo-hd-25-c and inserted it into the endoscope and connected it to the endoscope. He found the stylet did not go deeper and attempted to push the stylet, but the stylet could not be moved. Therefore, he cancelled using the second echo-hd-25-c and used another echo-hd-25-c. The procedure was completed. [Additional information on june 5th based on the information provided by the rep on the same day]. Regarding the first device, the physician confirmed the proximal side of the sheath was bent after he could not insert the stylet into the device due to resistance.